Manufacturer narrative:
The following fields were updated due to additional information: device available for eval?: yes. Returned to manufacturer on: 6/24/2021. Investigation: bd received 327 samples for investigation. Customer samples were tested and no issues relating to additive abnormality were observed. 20 returned tubes were analyzed for the heparin content and were all within specification limits. Additional testing of retention samples (from the same lot) were further evaluated. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (erroneous results/additive abnormality) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Replicates of both retain and control samples tested were acceptable in terms of both precision and accuracy. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for erroneous results and additive abnormality based on the testing of the customer returned and retention samples. Bd was not able to identify a root cause for the indicated failure mode. H3 other text.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes, the device experienced erroneous results, and discolored / abnormal additive form. The following information was provided by the initial reporter. The customer stated: k2 edta found in tube pst -> they see high potassium levels and calcium not measurable. It states there were 3 incidents - is this the same patient retested from the same sample or 3 different patients with the same issue? Different patients was the collection performed by the same person or by multiple phlebotomists? Multiple phlebotomists were any erroneous results reported to the doctors?

Manufacturer narrative:
H.6. Investigation: bd received 327 samples for investigation. Customer samples were tested and no issues relating to additive abnormality were observed. 10 returned tubes were analyzed for the heparin content and were all within spec limits. 40 returned samples were analyzed for k2edta content, and no k2edta was found. Additional testing of retention samples (from the same lot) were further evaluated. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (erroneous results/additive abnormality) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Replicates of both retain and control samples tested were acceptable in terms of both precision and accuracy. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for erroneous results and additive abnormality based on the testing of the customer returned and retention samples. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes, the device experienced erroneous results, and discolored / abnormal additive form. The following information was provided by the initial reporter. The customer stated: k2 edta found in tube pst -> they see high potassium levels and calcium not measurable. It states there were 3 incidents - is this the same patient retested from the same sample or 3 different patients with the same issue? Different patients was the collection performed by the same person or by multiple phlebotomists? Multiple phlebotomists. Were any erroneous results reported to the doctors?

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes, the device experienced erroneous results, and discolored / abnormal additive form. The following information was provided by the initial reporter. The customer stated: k2 edta found in tube pst -> they see high potassium levels and calcium not measurable. It states there were 3 incidents - is this the same patient retested from the same sample or 3 different patients with the same issue? Different patients was the collection performed by the same person or by multiple phlebotomists? Multiple phlebotomists. Were any erroneous results reported to the doctors?